Manufacturer narrative:
H6: ventec performed a preliminary evaluation of the device and confirmed a device issue that could result in unable or low exhaled tidal volume (vte) levels. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device needed service. The reporter had advised that the device had "failed to pass est and did not cycle. Both circuits were changed with no changes to "failed est"." Multiple attempts were made to contact the reporter in order to get a better description of the issue, but no response was received. There were no reports of patient use associated with the reported event. Upon preliminary evaluation of the device, ventec observed an issue that could result in unstable or low exhaled tidal volume (vte) levels.

Manufacturer narrative:
H6: the device was further evaluated by ventec where the device issue that could result in unstable or low exhaled tidal volume (vte) levels was confirmed. Ventec observed that under certain conditions the device¿s internal flow transducer (ift) experienced interference. This ift interference could also cause the device¿s vte delivery to be unstable or low. Ventec replaced the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.